Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, the device was interrogated and diagnostics concerns were noted on the device as some of the data were missing in the report. No intervention has been conducted at this time. The patient was stable with no consequences.